Event description:
It was reported that during a thermal capsulodesis of the right thumb the surgeon was utilizing a micro caps arthrowand. Intra-operative the proximal gasket seal of the wand came off inside the pt's thumb. The gasket was retrieved by the surgeon, however it was friable and came out in pieces. Prior to closure, the joint was flushed repeatedly.